Manufacturer narrative:
The customer reported the suspect main printed circuit board (pcb) component is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect main pcb for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported a transducer fault (xdcr) alarm, while in patient use on this ventilator device. The customer stated no patient harm or injury was associated with this event. This device was evaluated by the customer who determined the likely failure was associated with a sub-component within the main printed circuit board (pcb).

Manufacturer narrative:
Result of investigation: the vyaire failure analysis group received the suspect main printed circuit board (pcb) for investigation. The fa group performed a visual inspection and found no anomalies. The fa engineer installed the main pcb into a test device and cycle the device on for an extended period without fault. The event log was reviewed, which found a single instance of "xdcr fault" (transducer) errors. At this time, the reported complaint was duplicated, the investigation found a component failure, of the exhalation differential pressure (xdcr) pt802. This was addressed through CAPA (B)(4) and scar (B)(4).